Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -16.00 diopter was implanted into the patient's eye and removed due to being upside down. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).